Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as surgical damage. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Physician reported right side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture and exchange from textured to smooth due to concern with the product. Device remains implanted.